Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 5.5. She also performed a control test and rec'd a result of 6.5. It was verified the meter was set in mmol/l and this was explained to the customer. She did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.